Manufacturer narrative:
Address information was not able to be obtained. Therefore; nj was used as a place holder. There is no 510(k) for this device as it is (B)(4) . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test they received a positive result rom one test and negative results from others. Confirmatory testing was performed using unspecified other brands tests. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported as customer took test and received a positive went to walgreens and got tested and received a negative bought 3 other brand test and they all came out negative so to double check took this product test again and it still came out positive. Date of event or issue: (B)(6) 2022.

Manufacturer narrative:
This summarizes the investigation results regarding a complaint that alleges ¿false positive¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Customer took the test and received a positive result so went to walgreens to confirm and got a negative result. Bought 3 other brand test and they all came out negative so to double check took this product test again and it still came out positive. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test they received a positive result rom one test and negative results from others. Confirmatory testing was performed using unspecified other brands tests. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported as customer took test and received a positive went to walgreens and got tested and received a negative bought 3 other brand test and they all came out negative so to double check took this product test again and it still came out positive date of event or issue: 18 may 2022.